Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device was unable to be interrogated by the remote monitor as well as programmer. The device remains in use. No patient complications have been reported as a result of this event.